Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of the provided problem description and service report. Device's log files were not attached to this investigation. Our fse (field service engineer) was on-site to investigate the reported issue further and found out that the air and o2 nozzle units were slightly stuck and required replacement. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.